Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. The customer found that cuvette dry tip was dirty. The customer replaced cc cuv dry tip (list number 09d51-02) which resolved the issue. A review of service history for the architect [serial number (B)(4)] revealed no additional discrepant magnesium results since the issue was reported, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the cc cuv dry tip (list number 09d51-02) did not identify any trends. Review of tracking and trending for the architect did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the cc cuv dry tip (list number 09d51-02) or the architect [serial number (B)(4)] was identified.

Event description:
The customer generated falsely elevated magnesium results for one patient while using the architect c4000 processing module. The reference range that the customer uses is 1.6-2.6 mg/dl. The following information was provided: sid (B)(6) initial 6.15 mg/dl, repeat 8.59, repeat on other analyzer 1.72 mg/dl no impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.